Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was alleging the insulin pump of under delivery of insulin. Customer stated that they experienced high and low blood glucose. The customer¿s blood glucose level was 229 mg/dl, 160 mg/dl, 121 mg/dl. The customer was treated by glucose source, glucose tablet, honey, juice and popcorn. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was over delivering. Customer was not using auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information related to under delivery. The correct information has been provided in this report. (B)(4).

Event description:
It was reported that customer was not alleging under delivery of insulin by the insulin pump.